Event description:
Right total knee arthroplasty was performed on 09/09/96. Approximately 8 to 10 months ago pt fell tearing her lateral collateral ligament. Physician braced for stability, but was unsuccessful. Subsequently, revision surgery of the tibial bearing was performed on 05/15/98.